Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed a 4cm longitudinal tear in the balloon wall from the proximal to distal ends of the balloon. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred the 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. The 2.5mm x 40mm x 146cm coyote¿ es mr balloon catheter was advanced for predilatation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.0mm x 40mm x 146mm sterling es / coyote es balloon catheter. No patient complications were reported and patient's status was good.

Manufacturer narrative:
(B)(6). Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right superficial femoral artery. The 2.5mm x 40mm x 146cm coyote¿ es mr balloon catheter was advanced for predilatation. However, on the first inflation at 12 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with a 2.0mm x 40mm x 146mm sterling es / coyote es balloon catheter. No patient complications were reported and patient's status was good.